Event description:
The following was reported to hamilton medical ag:summary: device alarmed with "buzzer defective" while performing tsw ( after sw update).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a loosened buzzer. In consequence the mainboard was replaced. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag case number:(B)(4) .

Event description:
It was reported to hamilton medical ag: device alarmed with "buzzer defective" during startup of the device. No patient harm reported.